Manufacturer narrative:
Safety assessed the event as causally related to the index device and unlikely to be related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated the event as cardiac death within one month of procedure. Safety assessed that the event was possibly related to antiplatelets medication and the index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator assessed the event as not related to the index device and unlikely to be related to anti-platelet medication. It was reported that the patient went into cardiac arrest. The patient was treated with medication but died. The patients death was classified as sudden cardiac death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient was also treated with CPR and intubation. Cec assessed the death as cardiac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. 22 days post index procedure the patient died.